Event description:
A biomedical engineer reported that a system message was displayed. The biomed was unsure of pt impact, and provided the company with contact info for a nurse, from whom to obtain add'l info. Numerous attempts have been made to contact the nurse, but no response has been received.

Manufacturer narrative:
A service visit was performed, but the investigation has not been completed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).